Event description:
It was reported that the customer was experiencing high blood glucose and the insulin pump alarmed no delivery. It was reported that the reservoir was occluded. Customer's blood glucose was over 600mmol/l. And was also mentioned blood glucose was 330 mg/dl. Troubleshooting was done. The customer was advised to change her fixed prime amount back to 0.5 units, 2 high blood glucose rules and to contact healthcare provider if high blood glucose does not go down. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.